Event description:
It was reported that the atrial lead was explanted and replaced due to high thresholds and perforation. Patient was hospitalized with chest pain and pleural effusion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut and was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. Electrical resistance and cross continuity test results were within specifications. The breached insulation did contribute to the electrical complaint of high thresholds and it appears to have been caused at the implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076-58, lead, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.